Event description:
A surgeon reports scratches were noted on the intraocular lens (iol) surface following insertion. Enlargement of the incision was necessary to accommodate removal and replacement of the lens. The pt is doing well.